Manufacturer narrative:
Initial and final MDR 1919726 - MDR 3003442380-2024-15848 - device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets fell off events between 10-may-2024 to 12-june-2024 .the events occurred within 24 hours to 48 hours of insertion. The blood glucose level was found to be 593mg/dl at the time of events therefore the patient was treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.